Event description:
It was reported that a patient using the ilet experienced recurrent low glucose events and was over-treating hypoglycemia with oral glucose, prompting troubleshooting and education on consistent device use and appropriate treatment of lows. Symptoms included hypoglycemia and hyperglycemia, ranging from 43 mg/dl to 291 mg/dl, and dry mouth. Outcomes included need for coaching and user education without hospitalization. Investigation included review of use patterns and patient-reported behavior. Investigation of this case revealed inconsistent use and user overcorrection for hypoglycemia. It was concluded that the events were related to user behavior and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.